Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI is unknown. The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure for humeral diaphysis, the surgeon tried to drill the bone , with the radiolucent drive in order to insert a screw. It was reported that the patients bone was hard and strong resistance was felt when drilling with the drill bit attached. Although strong resistance was felt, the surgeon continued drilling and the drill bit began to idle rotation and stopped rotating. It was reported that the surgeon used a guide wire instead and inserted a screw. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that it failed visual inspection. The radiolucent drive was received in optical good condition together with two drill bit devices. It was determined that one drill bit showed traces of grinding material out of the tool coupling. It was observed that the tool coupling of the attachment showed signs of wear. During testing it was determined that there was no transmission of movement. The attachment was disassembled, and the gears were found to be heavily destroyed. It was determined that all signs detected indicated the device was stressed with lateral forces on the drill while it was hot. It was further determined that the most probable cause for the found defect was due to improper handling by the user. It was further determined that the device failed pretest for check the tool coupling, check for free movement and check the safety clutches. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction g1-2, h4 : the device date of manufacture and manufacture site name and address were documented as unknown in the initial report. The date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative d4: the device serial number was reported as unknown in the initial report and has been updated accordingly.